Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:35:02. During night drain cycle five, the patient's ultrafiltration reading was 1318ml, indicating the home patient (hp) drained 1318ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv event was not confirmed. The drain volume for cycle 5 starting on (B)(6) 2012 was 2501ml, which does not meet iipv criteria for a largest prescribed fill of 2000ml. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.